Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon could not fire the tsb45 instruments due to high force to fire. Another instrument was used to complete the case. There was no consequence to the patient. Only (1) device is being returned of the (2) reported.